Event description:
Customer reported a leak occurred when a pt was receiving medication to maintain deep sedation. The pt was found to be moving around more than expected, and a leak was discovered. The pt required an extra dose of medication to return to deep sedation. No other effect to pt was observed, no harm reported. No further pt/event info is available. The set was saved but will not be released to carefusion for investigation per risk management. Hospital staff was unable to re-create the leak.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.